Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial wrist surgery on an unknown date. Subsequently, the patient underwent an additional surgery to release the ulnar nerve at the guyon canal. Attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4) g2: foreign: norway g2: literature: the rate of major complications following distal radial fractures treated with one specific volar locking plate: a retrospective study of 1,597 consecutive cases in 1,564 patients olsen, ole-gunnar et al. Journal of hand surgery, volume 0, issue 0, https://doi.org/10.1016/j.jhsa.2025.01.022 h3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. Product has not been returned. No product evaluation was able to be completed. Root cause of the reported event is not device related. It was reported from the publication that 3 patients who received a distal volar radial plate later required an ulnar nerve release at the guyon canal. The canal of guyan, or ulnar tunnel, is the passageway in which the ulnar nerve and artery pass from the hand to the forearm under a band of ligaments. If this ligament band relaxes or loses tension, it can cause compression of the ulnar nerve resulting in numbness or tingling of the fingers and ulnar side of the hand. Patients in this study sustained a fracture to the distal radius and were casted for some time after the procedure. Both the trauma of the fracture and the postop casting can contribute to compression of the nerve or relaxation of the ligament. As the complaint indicates, the patient required reoperation with no indication of allegations against the implanted devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.